Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was noted on stored episodes of nonsustained lead rv oversensing. The oversensed signal was suspected to be myopotential. The noise was reproducible with arm movements. Programming changes were made. The patient was stable.